Event description:
It has been reported to philips that the allura system could not power on. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation it was confirmed that fuse f10 was blown. Fse replaced pdu. After replacement of pdu, the system was returned to use in good working order. Codes were updated based on the investigation outcome.